Event description:
It was reported that the cardiosave intra aortic ballon pump cs100 had experienced an automatic inflation malfunction alarm during use. No harm or injury to the patient was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.